Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 30-jun-2017, UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The computer was returned to the manufacture and is under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while the site was setting up for a case the system went unresponsive on them a few times within the cranial application. They had to hard reboot it each time, but it would go unresponsive again. They swapped to a different system for the case, no patient present when issue occurred. Troubleshooting included the manufacturer representative testing the system it initially went unresponsive when they tried to boot the system. After a hard reboot, they cleared the patient exams off the system and it continued to occasionally go unresponsive again within the spine and cranial applications. One of the occurrences was when they were exiting the spine application and it stopped on a black screen for at least 5 minutes before they hard shut down the system. No patient was present at the time of the event.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the computer booted normally to the application screen. The cranial and spine programs start and run normally. Each program was put into navigation mode. No unresponsiveness was observed. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.